Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports the spike set with flush bag tubing was leaking near the spike at the bedside of the patient. There was no harm to the patient.

Manufacturer narrative:
It was determined that this report is a duplicate of a previously submitted report. This incident was submitted in report number 1282497-2019-083333.